Event description:
The customer alleges that the stem on the nebulizer broke off while administering treatment to a pt. No pt harm reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the prod involved in the complaint could not be conducted since the prod was not rec'd at out facility. The device history records reviewed indicated that there were no issues related to a functional test on the prod nor its components during the MFR of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. Customer complaint cannot be confirmed due to the lack of prod sample or picture to perform a proper investigation and determine the root case. An attempt to duplicate the failure mode was made but at this time there is no inventory of the involved product code available at the facility nor is it being mfg at the time. If the physical sample becomes available this complaint will be reopened.